Manufacturer narrative:
Product analysis: the admiral xtreme was received for evaluation. The admiral xtreme was received within its opened labelled shelf carton, and loosely coiled within its opened labelled pouch. No ancillary devices nor procedural images were received for evaluation. The lot number data printed on the y-manifold of the admiral xtreme was consistent with the shelf carton, labelled pouch, and reported event. The admiral xtreme was visually analysed: no kinks, cuts, or tears were noted in the catheter or balloon chamber. A 20cc water filled syringe was attached to the proximal hub of the y-manifold and the guidewire lumen was flushed; clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.035¿ compatible guidewire was loaded through the distal tip with ease and was navigated out the proximal hub of the y-manifold with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled. The vacuum could be pulled but not maintained; indicating a leak in either the inflation lumen pathway or balloon chamber. The 10cc water filled syringe was gently pressurized and a pinhole leak was noted in the distal 1/4th of the balloon chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device did not fragment. The balloon was safely removed with no removal difficulties noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an admiral xtreme during treatment of a soft tissue lesion in the patient¿s superficial femoral artery (sfa). No vessel calcification or tortuosity is reported. IFU was followed, and the device was prepped without issue. An inflation device was used for balloon inflation. The device was not passed through a previously deployed stent, and no resistance was encountered during advancement. It is reported that a balloon burst occurred at an inflation pressure of 12atm. The balloon was removed, no fragments remained. A new admiral balloon as used to complete the procedure. No patient injury reported.